Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient indicated that the stimulator is not working. They also report the patient is leaking urine and has their ins dialed up. During the call, electrocautery guideline was reviewed. The caller noted that they can't turn the ins off and have the patient lay in a pool of urine. As a result of what was reported, the hcp and patient were redirected to the managing hcp. No further patient complications have been reported as a result of this event.